Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' mother reported via phone call that her son was hospitalized due to high blood glucose level on unknown date. Customer¿s current blood glucose was 653 mg/dl at the time of incident. Customer experienced blood glucose levels of 253 and 600 mg/dl. Customer was treated with insulin pump and manual injection. Customer stated that the insulin pump had hardware low level failures alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer was using auto mode feature at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.